Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck measured 15 mm in length, 22 mm in diameter and had moderate angulation and severe calcification. It was reported that there was proximal type I endoleak seen on the final angiogram and this was attributed to the calcification in the aortic neck. The physician placed a palmaz stent and the endoleak diminished but did not completely resolve. The patient will be monitored by the physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; shelf of calcification in the proximal aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; shelf of calcification in the proximal aortic neck).